Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's volume accuracy is incorrect. The customer reports the enteral feeding pump was set to infuse 1000ml at 120ml per hour however it took 10-1/2 hours to complete. The customer was using a new 777403 feeding set. No reported injury or medical intervention was required.

Manufacturer narrative:
The service information regarding this unit is not available at this time. If the information becomes available, the applicable service notes will be updated and housed at the local technical service center. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.